Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of post laminectomy pain. It was reported that the patient was getting an MRI and the patient told the hcp that the device was not working. The caller was uncertain if they meant that the ins was depleted or if it didn't provide therapy. No further complications were reported. No symptoms reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.